Event description:
The customer reported that there was a saturation fault error. This may prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative evaluated the system and determined the x-ray tube needed to be replaced, but no conclusion can be drawn as further repair information is not available.